Event description:
It was reported that the customer's insulin pump went into threshold suspend without him hearing the alarm. The insulin pump only vibrated. The customer's blood glucose level was 76 mg/dl. He also had issues with his sensor and blood glucose readings. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.